Event description:
It was reported that when the needle was withdrawn with some drug still in the lumen, it would come into contact with her tissues. The patient knew she got hives when that happened, so she thought there was a ¿pinhole¿ or small leak. Additional information received reported that the patient experienced a reaction from the morphine pump 9 years ago. It was noted that the allergic reaction had resolved and the patient recovered without permanent impairment. The patient was doing well and the symptoms were gone. The pump was infusing morphine (unknown). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID: neu_refillkit_acc, lot# unknown, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).